Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed by tech services. The faulty baton was replaced. Additional part used: glidescope avl monitor, catalog: 0570-0314, sn: (B)(4). This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, after the monitor had been on for a while (approx. 10 mins) the screen began to flicker and then went to either snow or black screen. No delay in the procedure was noted although the use of a back-up device was reported. No harm to patient or user was reported.